Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient weight not provided by reporter. Additional product code: hwc. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation of the right ankle, lateral fibula and syndesmosis, the surgeon reduced a "weber c" distal fibula fixation with reduction forceps and a 3.5mm (20mm) lag screw. The surgeon then placed a variable angle drill guide in the posterior middle hole of a distal variable angle locking plate and, drilling with a drill bit using a depth gauge asked for a 12mm variable angle locking screw. The requested screw was handed to the surgeon using a t8 screwdriver. The screw did not engage the plate with the locking threads. The surgeon removed screw and upon inspection, found the threads on the head of the screw to be compromised. The surgeon inserted a second 12mm variable angle screw by hand and again the screw failed. This screw was removed and the threads again looked compromised. A third screw was requested, this time on power with a 1.2 mm torque limiter. This third screw again "spun" inside the hole. An ancillary complication also occurred while inserting under power. The torque limiter appeared to give way, or bend at the neck. Eventually, the third screw was removed and the hole was left vacant. A fourth screw hole, just proximal to the one the surgeon was attempting to fill, was filled with a 2.7mm variable angle locking screw. In conclusion, the patient was fixed appropriately with one 3.5mm lag screw through the fracture, four 2.7mm variable angle locking screws distally, and three cortex screws (2 x 3.5mm, 1 x 2.7mm) proximally. The surgeon was satisfied with the reduction and final construct. No damaged implants remained in patient. No re-operation is anticipated. There was a fifteen minute delay in the operation as a result of the reported surgical complications. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Patient initials: (B)(6). A product investigation was completed: the returned va lcp screws were examined under magnification and the complaint condition was able to be confirmed as the threads intended to lock the screws to the plate were found to be deformed in each instance which would inhibit locking functionality. Additionally the returned 1.2 nm torque limiting attachment was examined and the complaint condition was able to be confirmed as the device carrier shaft coupling was found to be bent. Per the technique guide, the implanted 2.7mm va lcp lateral distal fibula plate (02.118.402) is a component of the 2.7mm/3.5mm va lcp ankle trauma system and is intended for fixations of osteotomies, fractures, nonunions, malunions and replantation of bones/bone fragments of the diaphyseal and metaphyseal regions of the distal fibula. The plate is anatomically contoured and features combi holes in the shaft and variable angle (va) locking holes in the distal region. When drilling for va screw, a drill guide (03.211.002) must be utilized which ensure that off-axis drilling remains within the 30 degree cone necessary to allow for screw locking. Final tightening of all va locking screws is to be completed manually with the use of a torque limiter (03.110.002). The technique guide cautions to not engage the screw head with the plate hole while inserting with power. Screw engagement and final locking must be done manually with the torque limiter. Relevant drawings for the returned devices were reviewed (both from the time of manufacture and present revision). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned torque attachment¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lots number which may have contributed to the complaint condition. No device history review was completed for the returned screws as lot numbers were not available. No definitive root cause was able to be determined regarding the locking screws. Multiple factors including, but not limited to, incorrect screw preparation (outside of 30 degree cone of angulation), screw insertion technique (use of power/torque limiting attachment) and damaged plate threads could potentially contribute to the complaint condition. A root cause related to misuse was determined for the torque limiting attachment as screw insertion and final tightening is only intended to be completed under manual power per the system technique guide. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.